Event description:
They have a quadrox-d with a hole in the sterile packaging upon opening. The event date was not reported. The report date of (B)(6), 2011 is being used for the event date for reporting purposes.

Manufacturer narrative:
Maquet cardiovascular (B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Additional info is being requested. The sample is pending return/evaluation. Items marked ni are unknown to us at this time. MFR report #: 8010762-2011-00012. (B)(4).